Event description:
Wearing the insulet omnipod system for over a month with little to no incidents of pod failure. Starting (B)(6) 2013, multiple pod failures in one day. Over the course of 3 weeks, 11 pods had failed, requiring immediate changes. The company said I would have placement pods in 7-10 days, and as of (B)(6), pods were still located in insulet's shipping department. No error message was given. Customer service and clinical nurse all said there was no user error, and that a pod error like this is for my protection. However, when 8 pods (out of a box of 10) fail, one would think there is a more serious issue at play that should be addressed. Pod failures occurred on (B)(6) 2013 (2 times).. In addition to pod error alarms, 3 pods did not get past the priming and insertion process for a cannula that refused to insert or a blocked insulin fill port.